Manufacturer narrative:
Additional information provided in h.10. This is a duplicate of manufacturer report number 3006794299-2018-00250. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 3006794299-2018-00250. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in device evaluated by MFR. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because no lot information is available, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a micro-stent device, a patient experienced paracentesis which required treatment and surgical intervention. Additional information was requested.